Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: date unknown: y-graft replacement was conducted. On (B)(6) 2018, the complaint device (zta-pt-36-32-161-w1 (e3708863)) was placed from zone 4. On (B)(6) 2020, medtronic's navionf34-34/100 and navionf37-37/100 were placed in zta-pt-36-32-161-w1 (e3708863) as type ia endleak was suspected. On (B)(6) 2022, the patient was taken to the hospital because of back pain. She underwent emergency tevar due to growth of the aneurysm and zta-pt-36-32-209-w1 (e4179754) was placed. The cause of the growth of the aneurysm was unknown whether it was a graft damage caused by navion, since the contrast media could be seen outside the stent graft where the device end of navion locate in the zta, or a suture hole of the zta, but it could have been type iiib endleak in the zta. Patient outcome: the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: during a tevar on (B)(6) 2018 the zta-pt-36-32-161-w1 (complaint device) was placed from zone 4. On (B)(6) 2020 a medtronic's navionf34-34/100 and navionf37-37/100 were placed in the zta-pt-36-32-161-w1 as a type ia endoleak was suspected ((B)(4), ref 3002808486-2022-00220). On (B)(6) 2022, the patient was taken to the hospital because of back pain and underwent emergency tevar due to growth of the aneurysm and zta-pt-36-32-209-w1 was placed. The cause of the growth of the aneurysm was unknown whether it was a graft damage caused by navion, since the contrast media could be seen outside the stent graft where the device end of navion locate in the zta, or a suture hole of the zta, but it could have been type iiib endoleak in the zta. No endoleak was confirmed by the final contrast during procedure. Review of device history record gave no indication of the device being produced outside of specifications. A single CT study from (B)(6) 2022 was provided and reviewed by an imaging expert. Per the findings in the imaging review: " the aortic arch has borderline type 3 anatomy with diffuse intermittent calcification throughout the proximal segment just distal to the lsa. The aortic diameter is 30 x 32 mm at the lsa and 31 mm at 25 mm distal to the lsa." And "a moderate focal endoleak is seen adjacent to the distal zta graft immediately past the distal 2nd navion graft. This appears to be coming from the zta graft material, consistent with a type 3b endoleak. The presumed graft tear is immediately adjacent to a dense calcification and also next to the distal marker of the navion graft." Based on these findings the imaging reviewers impression is "at 44 months, there is a focal type 3b endoleak at the distal zta graft. This appears to be immediately adjacent to a focal dense calcification and the distal marker of the distal navion graft. Either of these could be the cause of a focal tear in the zta graft, but it is more likely due to the calcification." In addition it is noted that the zta device is used in combination with a non-cook device which is outside the instruction for use. According to the IFU "the zenith alpha thoracic endovascular graft is a two-piece cylindrical endovascular graft consisting of proximal and distal components. The proximal component can be either tapered or nontapered and may be used independently (for ulcers/saccular aneurysms) or in combination with a distal component." And "additional proximal components may be used to extend graft coverage proximally." No pre-procedure images or follow-up images is provided therefore, it is unknown how the patient anatomy was when the zta complaint device was implanted. Based on the provided information and the imaging review it is assessed that the dense calcification of the vessel wall is likely the cause for the type 3b endoleak. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation submitted 07sep2022 is still valid. Correction: h6: investigation conclusions (annex d) is changed from d17 to d15. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.